Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change out, riata lead was explanted and replaced due to history of noise. Hv therapy was turned off for a while. No electrical abnormalities were detected. Patient is doing fine.